Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of 1 patient sample containing an interfering factor that causes a lower ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation result, but the alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation result is elevated. The customer suspects the high ureal urea/bun result may be a factor in this result pattern. The patient also tested positive for cocaine and was suspected of tylenol overdose. The following results were from multiple hepatic panels from the same patient: the alt result was 2029 u/l. The ast result was 76 u/l. The bun result was 115 mg/dl. The results were reported outside of the laboratory. The analyzer module and serial number were requested, but not provided. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
No further information or data was provided. The investigation did not identify a product problem. The cause of the event could not be determined.